Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a yankauer. The customer stated tips breaking off, while performing total joint surgery. They have been able to recover broken pieces. No pt injury.